Event description:
I had essure implanted and since then I have had longer, heavier menstrual cycle, mood swings, suffering from depression and chronic fatigue arthritis in my lower spine. And I have pain in all my joints, sometimes so bad I can't move. I can't lose weight no matter what I do. I am always bloated and irritable. I am on 3 depression / anxiety and still can't seem to find any energy or desire to do anything. I miss my old self. This has ruined my life. I am having a laparoscopy total hysterectomy to remove these evil coils that I was told was entirely titanium and wouldn't set off alarms or be a problem for an MRI machine as I have those a lot due to my aneurysm. So now I found out that the MRI could move them anywhere in my body and I'm told that I might not even feel it.